Manufacturer narrative:
The following fields were updated due to corrections on the imdrf annex grid: imdrf annex c grid . Imdrf annex d grid.

Event description:
It was reported that 6 of the bd ultra-fine¿ insulin syringe's had foreign matter present. The following was translated from portuguese to english: when pressing the plunger to remove the air contained within the syringe, I was surprised several times by a completely strange liquid, with a gel-like texture. I lost a lot of syringes because they came with this liquid. Finally, I recorded opening a completely sealed package where out of the 10 syringes, 6 came with this liquid.

Event description:
It was reported that 6 of the bd ultra-fine¿ insulin syringe's had foreign matter present. The following was translated from portuguese to english: when pressing the plunger to remove the air contained within the syringe, I was surprised several times by a completely strange liquid, with a gel-like texture. I lost a lot of syringes because they came with this liquid. Finally, I recorded opening a completely sealed package where out of the 10 syringes, 6 came with this liquid.

Manufacturer narrative:
The following fields were updated due to additional information: a2: age or date of birth: 24 yrs. A3: sex: f. H.6. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. The three photos attached are only of the bd polybags and does not represent the reported defect of foreign matter in syringe. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 6 of the bd ultra-fine¿ insulin syringe's had foreign matter present. The following was translated from portuguese to english: when pressing the plunger to remove the air contained within the syringe, I was surprised several times by a completely strange liquid, with a gel-like texture. I lost a lot of syringes because they came with this liquid. Finally, I recorded opening a completely sealed package where out of the 10 syringes, 6 came with this liquid.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of the bd ultra-fine¿ insulin syringe's had foreign matter present. The following was translated from portuguese to english: when pressing the plunger to remove the air contained within the syringe, I was surprised several times by a completely strange liquid, with a gel-like texture. I lost a lot of syringes because they came with this liquid. Finally, I recorded opening a completely sealed package where out of the 10 syringes, 6 came with this liquid.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20-feb-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for both reported lot numbers. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.